Event description:
On 06/19/1998, the facility nurse informed the MFR's sales rep of (2) events that occurred at this facility. This report concerns the first event (ref MDR#1220923-1998-00062 for the second event). The facility nurse stated that the pt had completed treatment. During removal of the device it was noted that the device catheter sheared. No further details were provided at this time.